Event description:
Additional information was received indicating that pacing inhibition occurred. The patient is pacemaker dependent but was asymptomatic to the pacing inhibition. Lead damage was suspected. Diagnostic imaging was performed, and no anomalies were observed.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention was performed. The patient was in stable condition and will be monitored.